Manufacturer narrative:
Sections with additional information as of 02-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error code. The product is not stored according to specification and is stored in the kitchen. Customer had another vial of test strips that had been stored and handled correctly, lot mw4138s, manufacturer's expiration date of 08/26/2021, open vial date (B)(6) 2020. During the call, a blood test was performed by the customer fasting and produced test result of 83 mg/dl using truemetrix meter. Customer was satisfied with the result obtained stating that she felt nervous and shaky. Medical attention was not needed at the time of the call.